Manufacturer narrative:
The pt weight is not available from the site. The site had over 30 pts loaded on the system. It was suggested that they remove old pt exams from the system. The MFR is unable to determine the root cause since the logs provided did not provide any conclusive info.

Event description:
A medtronic rep reported that the software unexpectedly exited to the login screen from the "frame settings" screen. When they came back into the software, the planning that they had done had not been saved. They were not using the software at the time and had already completed the left side of the dbs case and were working on the right side. They had the frame settings written down and there was no impact to the pt.